Manufacturer narrative:
The lens was returned for evaluation. The lens was visually inspected and foreign matter particulate on the lens surface was identified. The lens was cleaned and dimensionally inspected. All dimensional measurements were found to be within specification. The device history record was reviewed and no nonconformities or anomalies related to this complaint were found. Based on the current information received, a definitive root cause of the reported event could not be determined.

Event description:
It was reported that the lens was explanted due to asymmetric vault (z-syndrome). Another lens of a different model was implanted. Current prognosis was reported as "doing great". According to the surgeon, the capsular bag was too small.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.